Event description:
The customer reported the unit has no power supply and only powers up on battery power. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit has no power supply and only powers up on battery power. There was no report of pt involvement. The unit was evaluated by a philips field service engineer and the symptom was verified. The ac power module was replaced which resolved the reported issue.